Manufacturer narrative:
(B)(4). Date sent: 5/2/2023. D4: batch # t42w12. Investigation summary: this is an analysis of the photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photos show a tyvek with product code gst60w, lot # t42w41, exp. Date: 2026-09-30. The t42w41 lot number which is not found in our quality tracking system. Additionally, the artwork print on the tyvek was reviewed and compared with authentic package artwork and did not match the artwork print due to several inconsistencies noted on the printed and does not complies with j&j standard. The analysis performed determines that the suspect package is not authentic johnson & johnson product. Based on the photos reviewed, the counterfeit product is confirmed.

Event description:
It was reported that test were performed on some reloads purchased as ethicon products (echelon reload) in mexico close to unauthorized distributors. It was concluded that the reloads were counterfeit. No patient involvement. No further information is available.